Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited noise being oversensed that resulted to inappropriate shocks. These observations did not lead to pacing inhibition and therapy exhaustion. It was also reported that this system exhibited high out-of-range (oor) pacing lead impedance measurements. The competitor rv lead had fractured however additional information was obtained and indicated that the lead fracture was not confirmed nor inspected by fluoroscopy. The therapies were turned off temporarily to avoid further inappropriate shocks until the competitor rv lead was replaced. The competitor rv lead was surgically capped and abandoned and replaced while the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.